Event description:
Percutaneous tracheostomy attempted because of failure to wean from ventilator. During insertion of introducer, the pt became hypotensive and developed a right-sided pneumothorax. Pt had bilateral chest tubes placed. There was difficulty ventilating pt through the oral endotracheal tube and no end tidal co2 was detected through the et tube. Shortly afterwards, the pt went into ventricular fibrillation and was managed with acls protocol. Despite an open trach, the pt died approx 45 minutes later.